Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. The next day, the pt presented with back pain. The investigator noted the event as moderate in intensity. No action was taken. The outcome of the event was pt lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.